Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 am after the end user received a low blood glucose reading from his prodigy diabetes meter. The end user experienced burning in his shoulder, back, stomach and passed out. The paramedics were called and performed a blood glucose test with their meter with a result of 168mg/dl they also performed a test with his prodigy meter and the result was 118 mg/dl. No treatment was administered by the paramedics. The end user was transported to the ER by his daughter due to the fact that she was not totally satisfied with his condition. Upon arrival to the ER his blood glucose reading was 125 mg/dl. An EKG and other lab work were performed and nothing abnormal was affirmed. After 4 hours at the ER the end user was discharged. Initially before the medical event his insulin was changed from humalog 5 units 3 times a day to novolog 3 units 3 times a day. No further details were provided in relations to this medical event.